Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00022: head, 3025141-2020-00024: stem.

Event description:
Patient received a arh slide loc radial head replacement system in 2017. X-ray shows that the head/neck construct appears to be dissociated from the stem. Revision surgery has not been scheduled to date.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00022 follow up 1: head, and 3025141-2020-00024 follow up 1: stem.

Event description:
Patient received a arh slide loc radial head replacement system in 2017. X-ray shows that the head/neck construct appeared to be dissociated from the stem. Revision surgery was performed on (B)(6) 2020.